Manufacturer narrative:
Section a: patient age and date of birth were not provided, request for this information has been made. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported ¿alarms¿ while connected to mobile power unit (mpu). There were no further alarms when on battery. No alarms were noted on interrogation or noted on system controller history. The only alarms captured in log files when connected to the mpu were routine power cable disconnects.

Manufacturer narrative:
Section a: patient age and date of birth were requested but not provided. Section d4: device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of an atypical alarm occurring while the mobile power unit (mpu) was in use was confirmed via the provided log file. The log file captured a few intermittent atypical power cable disconnect alarms while the mpu was in use. These alarms appeared to have been caused by the voltage within either power cable briefly fluctuating below the alarm threshold, and each alarm resolved within a few seconds when power was restored to the system. The pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Available information for this event indicates that the mpu remains in use. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. The serial number of the mpu was not provided. No further information was provided. The manufacturer is closing the file on this event.